Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the shock impedance measurement on the right ventricular (rv) lead increased to greater than 125 ohms in the last three weeks. All other measurements were appropriate. It was indicated that further testing was not able to be performed in that particular medical practice. No adverse patient effects were reported.